Event description:
On (B)(6) 2013, the reporter stated that one cannula where approximately 3cm had become detached within the artery. Additional info received on (B)(6) 2013, the reporter stated that the pt received an ultrasound scan and the case discussed with a vascular surgeon. Conservative treatment was advised and a review was planned for one week later to discuss management options. No further info is available at this time.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Therefore, the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trends reports.